Event description:
The consumer stated the seat has cracked and pinched her. She did not seek medical attention as she thought it was from a bug bite. She just realized this morning when the crack on the seat expanded and caught her attention by pinching her today.

Manufacturer narrative:
(B)(4). (B)(4). Should additional information become available, a supplemental record will be filed.